Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52mm evoque procedure in tricuspid position. Two (2) days after the valve implantation, patient experienced atrioventricular block (avb) leading to the implantation of a permanent pacemaker (ppm) in the coronary sinus. The edwards valve was implanted in tricuspid position. During the implant procedure, anesthesia noted that the patient was already slow with bradycardia heart rhythm (30-40 bpm). Intraprocedural everything was fine with optimal tricuspid regurgitation (tr) reduction. The implantation of the valve was successful. Two (2) days post-procedure, the patient experienced a new atrioventricular block (avb), and a permanent pacemaker (ppm) was implanted in the coronary sinus. As per medical opinion, there was no assumption that the evoque device led to the implantation of the pmm, as the patient presented with bradycardia (bpm 30) pre-procedure.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Based on this complaint investigation, the root cause of this event is indeterminable.